Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device has been returned for evaluation, and the investigation is currently underway.

Event description:
It was reported that allegedly the legs of a vena cava filter would not open upon deployment. Reportedly, when the filter was deployed in the vena cava; however, the filter legs were entangled. The filter was retrieved without incident and another filter was successfully implanted through the same jugular access site. There was no injury to the pt.